Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-23153. It was reported, the patient complained of stimulation in her ribs and abdomen. Reprogramming was unable to resolve this issue. It was also reported, the pt's ipg is migrating and the pt experienced heating at the ipg site with stimulation on. X-rays are to be taken as the next course of action.